Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 184mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.